Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced.

Manufacturer narrative:
Device analysis not performed as the device was not returned. A conclusive cause for the reported patient effect(s), cannot be determined. Based on the information currently available, no device problem was identified and the issue is unable to be traced to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.